Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed a bicarbonate buffer test; the sensor failed per specifications due to low readings.

Event description:
The customer called to report that after each new sensor inserted, a sensor error alert would occur. At that time the sensor glucose reading was 60 mg/dl, and the blood glucose reading was 231 mg/dl. The customer stated the insertion went well. The customer verified the alert in the device history, and stated the alarm occurred after initialization. The customer was able to download to carelink and verified that he was trending downward with no large shifts. The customer performed the test plug procedure which passed. The customer was advised that the sensor may not be working, dislodged, bent, retracted, or damaged. At the end of the call it was reported that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose reading. The sensor glucose reading was then 45 mg/dl, compared with the blood glucose reading of 164 mg/dl. The customer's sensor was replaced and was returned for analysis.